Manufacturer narrative:
Follow-up received on 07-nov-2016: no update of quality-safety evaluation of ptc. The bayer reference number for the ptc report is: (B)(4). Follow-up received on 08-nov-2016: no consent received device similar incident listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-nov-2016 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed 1782 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this non-medically confirmed spontaneous case report was initially received via regulatory authority refers to a (B)(6) female consumer in netherlands who had essure (fallopian tube occlusion insert) inserted and had pelvis pain and arrhythmia. Upon receipt of follow-up information, this case became legal. Pelvic pain is listed while arrhythmia is unlisted in the reference safety information for essure. Since essure may cause pelvic pain, and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. Given the fact that essure does not contain active ingredients and acts only locally in the fallopian tubes and taking into consideration the physiopathology of arrhythmias, it is unlikely that essure could contribute to the onset of this event. Considering that essure influenced her daily life (work-related problems and poor social life) and since no further information will be obtained, the case was conservatively regarded as incident. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. No consent was received. Therefore, no further information can be obtained.

Manufacturer narrative:
Follow-up received on 30-sep-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medicals events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed spontaneous case report was initially received via regulatory authority refers to a (B)(6) female consumer in netherlands who had essure (fallopian tube occlusion insert) inserted and had pelvis pain and arrhythmia. Upon receipt of follow-up information, this case became legal. Pelvic pain is listed while arrhythmia is unlisted in the reference safety information for essure. Since essure may cause pelvic pain, and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. Given the fact that essure does not contain active ingredients and acts only locally in the fallopian tubes and taking into consideration the physiopathology of arrhythmias, it is unlikely that essure could contribute to the onset of this event. Considering that essure influenced her daily life (work-related problems and poor social life) and since no further information will be obtained, the case was conservatively regarded as incident. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information has been requested.

Event description:
This spontaneous case report was received by regulatory authority from a (B)(6) female consumer in (B)(6) on (B)(6) 2016 and forwarded to bayer on (B)(6) 2016. Consumer's medical history included suspicion of nickel allergy. On (B)(6) 2011 the consumer had essure (fallopian tube occlusion insert) inserted. The placement was painful. Consumer experienced pelvis pain, arrhythmia, irregular bleeding or breakthrough bleeding, pain during menstruation, hips pain, legs pain, head pain, lower back pain, neck pain, muscle pain, neuralgia in back and leg, depressive feelings, gastro-intestinal complaints, dizziness, increase/decrease of weight, memory loss, concentration problems, swollen abdomen, vision problems, tingling, tinnitus, cysts, fluctuating blood sugars, abscesses, inflammation, often ill, and short of breath. The influence of essure in her daily life included work-related problems and poor social life. About time essure, graves' disease was also diagnosed. Consumer found it difficult to know which symptoms to blame on the essure coils and which on graves' disease. She contacted a doctor. She reported physiotherapy and rehabilitation process for muscle and joint; internist in connection with graves' disease. She reported that a treatment was planned however she did not specify it. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted and had pelvis pain and arrhythmia. Pelvic pain is listed while arrhythmia is unlisted in the reference safety information for essure. Since essure may cause pelvic pain, and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. Given the fact that essure does not contain active ingredients and acts only locally in the fallopian tubes and taking into consideration the physiopathology of arrhythmias, it is unlikely that essure could contribute to the onset of this event. Considering that essure influenced her daily life (work-related problems and poor social life) and since no further information will be obtained, the case was conservatively regarded as incident. A product technical complaint analysis is being sought. No further information will be obtained.